Event description:
It was reported that post implant the right ventricular lead's impedance and threshold had risen. It was suspected to be lead perforation, however when intervening it look like the lead had slightly pulled back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - see comment: lead impedance trend charts are blank. Cannot verify impedance increase.